Event description:
Customer reported there is a crack on his insulin pump around the reservoir compartment. For the last week, the device has been alarming no delivery. Customer's blood glucose has been high lately. Customer stated he believes the cause of the problems is the crack. Customer's blood glucose is 350 mg/dl. He will treat with manual injections. Customer is not sure how the device was damaged. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip and minor scratches on the display window. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).